Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 150-200mg/dl fasting. Verified the strips expire 3/31/2018. Customer confirms the strips have been properly stored and were first opened 3/11/2016. Reviewed meter memory: (B)(6). Customer is concern with the truetrack results that were taken on (B)(6) 2016 568mg/dl at 5:40pm and (B)(6) 2015, 411mg/dl at 10:25am. (B)(6) states that one of the meters fell so they decided to purchase a new meter but both meters are still giving high blood results. (B)(6) states that compares the patient meter to two trueresult meters in the facility and gets a significance difference between meters. (B)(6) is not sure how much insulin to give the patient because when compare to the trueresult the truetrack is high. Customer normal glucose range is 150/200 fasting. Check both meters and they are not coded properly meter # (B)(4) (4461) and meter# (B)(4) (4408). Customer is using the same vial of strips on both meters which is not recommended per IFU. Trueresults meter memory s/n (B)(4) ( time and date is not set correctly): (B)(6).